Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the review of similar incidents there is no indication of a lot specific product quality issue. The investigation determined that the reported issue regarding material rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending (lad) artery that was 70% stenosed. A 2.00x15mm mini trek ruptured when dilating the lesion at an unknown pressure. Another unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.